Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-08260. During the pt's permanent implant procedure, it was reported the physician was unable to remove the stylets from the leads. The physician left the stylets in the leads. Intra-operative testing confirmed proper connections and impedances. The pt is reportedly receiving effective therapy postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.